Event description:
It was reported via phone call that the customer was hospitalized with diabetic ketoacidosis. The customer experienced nausea and vomiting. Blood glucose value was 250 mg/dl; customer bolused with the insulin pump. The customer was wearing the insulin pump at the time of emergency room visit and had changed the infusion set that morning. The customer was unable to troubleshoot at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.